Event description:
A customer reported experiencing high blood glucose levels, which resulted in a visit to the emergency room and subsequent hospitalization. The highest recorded blood glucose level was in the 400s mg/dl, and the presence of ketones was identified as life-threatening by the healthcare provider. Treatment involved IV fluids, insulin, and electrolyte replacement, which resolved the issue without causing permanent damage. The customer remained in the hospital until october 31, 2025. Customer technical support (cts) found and addressed air bubbles in the insulin pump tubing and educated the customer to prevent future issues. The customer will replace insulin pump supplies as necessary and resume insulin therapy.